Event description:
Material no: 328466, batch no: 8295672. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle some of the syringes in box are dull, the user has to push really hard to puncture injection site. He injected into his stomach, the insulin leaked out because barrel was cracked. The following information was provided by the initial reporter: consumer reported some of the syringes in box are dull, has to push really hard to puncture injection site. Stated, he does rotate injection sites. Stated, once only, when he injected into his stomach, the insulin leaked out because barrel was cracked. He does not know the incident dates for any of the issues.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8295672. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328466, batch no: 8295672. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle some of the syringes in box are dull, the user has to push really hard to puncture injection site. He injected into his stomach, the insulin leaked out because barrel was cracked. The following information was provided by the initial reporter: consumer reported some of the syringes in box are dull, has to push really hard to puncture injection site. Stated, he does rotate injection sites. Stated, once only, when he injected into his stomach, the insulin leaked out because barrel was cracked. He does not know the incident dates for any of the issues.